Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that seven days after placement of tri-funnel gastrostomy feeding tube, the gastrostomy balloon allegedly ruptured and fell out of the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: DHR review was not possible to be performed due to no lot number was reported for investigation. Investigation summary: the sample returned for evaluation was one 20 fr tri-funnel replacement gastrostomy feeding tube. Visual and microscopic evaluations were performed of the physical sample. The sample was returned with a longitudinal split in the balloon material. Examination of the split site revealed it to be uneven, with thinning out and curling occurring in the material at the unevenly formed edges. The surrounding material near the split site had a large amount of dark usage discoloration. The observed damage is consistent with a burst due to over-pressurization. Therefore, this investigation is unconfirmed for 1149r - deflation, cause unknown and confirmed for 1074a - balloon ruptured. The investigation indicates that the failure is resulting from balloon rupture, and while a definitive root cause could not be determined based upon available information, procedural issues may have contributed to this event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that seven days after placement of tri-funnel gastrostomy feeding tube, the gastrostomy balloon allegedly ruptured and fell out of the patient. There was no reported patient injury.